Manufacturer narrative:
The device was returned for analysis. The reported leak and activation failure were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Additionally, the shaft was noted to be stretched and torn at the location of the guide wire exit notch, and there were multiple pin holes observed at this location. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the difficult anatomy and/or other procedural devices causing the noted shaft damage, reported leak and subsequent activation failure. It should be noted, there was no damage or leak noted to the stent delivery system (sds) during the inspection prior to use or during preparation of the device, which suggests a product quality issue did not contribute to the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the right coronary artery that was 80% stenosed. The xience sierra stent delivery system (sds) was advanced to the lesion and deployment attempted but the stent failed to expand. The device was removed, intact, without issue. After the stent failed to deploy, it was tried to inflate again with contrast medium outside the patient. The location of the leak was about 15 cm proximal to the beginning of the des. There was no reported adverse patient effect or a clinically significant delay in the procedure. A new xience sierra stent was implanted, without issue, to complete the procedure. No additional information was provided.